Event description:
It was discovered that the patient¿s implantable neurostimulator was implanted after the ¿use before date.¿ please refer to manufactures report # 3004209178-2013-16768 for additional information on a related event.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3487a-33, lot# j0436973v, implanted: 2004 (B)(6); product type lead product ID 3487a-33, lot# j0428304v, implanted: 2004 (B)(6); product type lead. (B)(4).